Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with cardiac resynchronization therapy pacemaker (crt-p) has exhibited multiple safety switches from the left ventricular (lv) lead due to elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms). Boston scientific technical services (ts) was contacted and discussed that the frequent lead safety switches could be indicative of potential lead impairment. Ts provided troubleshooting options for assessing the lead integrity. At this time, the crt-p remains implanted and in-service. The lv lead is not a boston scientific product. No adverse patient effects were reported.

Event description:
It was reported that this patient with cardiac resynchronization therapy pacemaker (crt-p) has exhibited multiple safety switches from the left ventricular (lv) lead due to elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms). Boston scientific technical services (ts) was contacted and discussed that the frequent lead safety switches could be indicative of potential lead impairment. Ts provided troubleshooting options for assessing the lead integrity. At this time, the crt-p remains implanted and in-service. The lv lead is not a boston scientific product. No adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with the available information, boston scientific determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Device risk review: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: intermittent changes in pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring.